Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the bardia 2-way foley catheter became clogged. The patient removed the catheter to inspect it. The patient then attempted to reinsert the catheter, but could not get the balloon to deflate due to a ridge that developed.